Event description:
It was reported, during an initial implant procedure, the right ventricular (rv) lead became dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.